Manufacturer narrative:
(B)(4). The lead remains in service and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that at this patient's follow up visit, the patient presented with high thresholds and loss of capture. A lead revision was performed and lead migration had occurred and a cardiac perforation was noted. The lead was repositioned without further incident. No adverse patient effects were reported.